Manufacturer narrative:
Additional information: on 11/11/2019, the product investigation was completed. On 11/15/2019, mentor became aware that the patient experienced rupture on the right side only. On 12/2/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample a crease was noted in the anterior view. Within crease a tear was noted in the anterior and extending to the posterior view, measuring approximately 16.2 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety) postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture, autoimmune disorder and paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent breast augmentation revision with 450cc mentor memorygel breast implants and experienced bilateral rupture and baker grade IV capsular contracture post-operational. The patient also experienced several unexplained systemic symptoms, including hashimoto's disease, hair loss, arm pain, back pain, neck pain, burning right breast, inability to sleep and fatigue. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's right-sided device.